Manufacturer narrative:
H10: the device was received for evaluation. A review of the event history log revealed upstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through device inspection as the ultrasonic sensor was found damaged which is determined the cause of the issue. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion. This occurred upon power up at the biomed service department. There was no patient involvement. No additional information is available.